Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported backup alarm failure at power up. This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient harm reported.

Manufacturer narrative:
Resolution and disposition: the fse replaced the cpu pcba to resolve this issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
Root cause: the buzzer ls1 of the customer returned cpu board had failed due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem.